Manufacturer narrative:
The fixator examined by orthofix srl was the first to be applied; the second fixator is still on the pt. Dimensional evaluation of the hinge bushes revealed slight wearing into an oval-like shape. Evaluation of the fixator body, revealed a significant wear of the hinge bushes seats. This was attributable to the application of tangential forces to the fixator body. The forces were directed at the hinge bushes and as a result, they were forced out of their normal position (i.e.out of the hinge bush seats). The x-ray image provided was examined by orthofix medical director. He stated the following: "the proximal screws seem well applied in the ileum. A line through the center of the hinges intersects the pelvis proximal to the acetabular roof. However, I think that there is a degree of parallax here. It is probable that the hinge axis is too proximal. The hinge unit used here was the 90036, the self aligning hinge. However, this was designed for hemicallotasis, not for articulated distraction. It would have been preferable for the surgeon to have used the 90022, the articulated body for the hip. I certainly think that if the hinge was positioned too proximally, it would have a greater load on it and would be more likely to break. However with this x-ray view, it is not possible to be certain of the hinge level as I said". On the basis of orthofix failure analysis and of orthofix medical director comments, the two failures occurred appear to be attributable to a misuse of the device (90036), which is not designed for the indication for which it was used. Please refer to orthofix instructions leaflet for external fixation (pq exf) and to the orthofix operative techniques for the procallus fixator (manual 4).

Event description:
An orthofix procallus articulated distractor was applied to the pt to treat perthes disease of the left hip. Two weeks into treatment, the pt came to the doctor's office: one hinge bush was completely out of its seat and the other one was partially displaced. The doctor relocated them, clicking them into their seats using pliers. In a new surgery, the fixator was replaced with a new body and hinge. Some days later, the second fixator applied developed the same problem (i.e. Hinge bushes out of their seats). The hinge bushes were reseated and wired in place with cerclage wire. The second fixator was left on the pt, treatment is on-going and pt is healing as desired. The two events did not have any adverse consequences on the pt.